Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the patient's left eye developed z-syndrome with significant (2.5 diopter) cylinder approximately 3 months post-implant. Allegedly, there was "eventual significant capsular phimosis" and the patient noticed a decrease in their vision. The lens was explanted and replaced with a different lens model.